Event description:
The customer reported that the system shut down and there was no image on the monitor. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the start push button. He also found that the wires were cut. He replaced the cradle cable and generator cable. The system operates as intended.